Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling pain in the upper back and alleged that the cardiac resynchronization therapy defibrillator (crt-d) is slipping. The device remains in use. No further patient complications have been reported as a result of this event.